Event description:
Inserted in 2003, used for feeding. On removal of the tube form the pt, the bumper came off and stayed inside the pt, the pt needed to undergo an gastroscopy. They have not been able to find the bumper as yet, however, they expected it to travel through the intestinal tract. The tube is contaminated with suspected candida. It also has a y-connector on the end that does not belong to bard.